Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 500 mg/dl and above 400 mg/dl at the time of incident and the current blood glucose level was 423 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolusing, increase basal 100 to 150 and took shots for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as dizzy, nauseous, no appetite, drinking a lot of water and cannot read as well. Customer reports they contacted their health care professional regarding the high blood glucose. The device will be returned for analysis.